Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: two devices were received and evaluated for the complaint regarding the needle button released event. Device #: (B)(4) and #: (B)(4) were received. The needle mechanism functions were inspected, but the complaint about the needle button released event could not be confirmed.

Event description:
Patient reported that one day in (B)(6) patient experienced a blood glucose level reading of 180, after the button on her v-go popped up before the end of the 24-hour cycle. Patient did not recall the day or time of the event. Patient stated that her normal blood glucose levels range between 70 and 130.